Event description:
It was reported that during preparation, the physician found low energy. The procedure was completed with a different device without patient complications.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. However, the console was serviced onsite by a field service engineer (fse). The fse conducted a physical inspection of the console and determined that the power on self test had returned error 505. Based on this finding, replacement of the power supply box was recommended to correct the anomaly. The fault identified could have affected device performance and may have contributed to the event reported by the customer. A risk review was completed and confirmed that the event of device - low power was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to component failure.

Event description:
It was reported that during preparation, the physician found low energy. The procedure was completed with a different device without patient complications.